Event description:
Customer reported the system would not boot. No injuries were reported.

Manufacturer narrative:
The ge service rep checked system. Found corrupted software. Ordered replacement software. Reloaded software. System is working as intended.